Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, indicating a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. The customer had not removed air from the cartridge, and technical support advised them to do so before filling the cartridge. The caller acknowledged this advice but opted to continue using the current cartridge and would follow up if necessary.